Manufacturer narrative:
(B)(4). It has been indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03782.

Event description:
It was reported that debris was found in the sterile packaging. No adverse event noted to patient.

Manufacturer narrative:
Examination of the returned product confirms the reported packaging particulates. DHR was reviewed and no discrepancies were found. The root cause is attributed to a manufacturing floor error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.